Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was missing. The dropped tissue pad has been returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The peeled tissue pad was fall off because the pad added load outside patient. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, lot no. 15k supplementary information was 07. The tissue pad was worn and partly missing. The dropped tissue pad has been returned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was damaged during a laparoscopic colorectal surgery. The tip was cut off and fell into the patients abdominal cavity, but it was recovered. The tissue pad is in a state where charring is conspicuous. The intended procedure was completed with another device. There was no patient injury reported.